Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer

Event description:
It was reported that when charging their philips one it melted and left a burn mark on the bathroom countertop. Property damage was reported, there was no report of injury.